Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and death occurred. The patient presented with a myocardial infarction with no st elevations. The 99% stenosed concentric lesion was located in a proximal left anterior descending artery. The lesion was predilated with a 2.25x20mm apex balloon which reduced the stenosis to 0%. A 2.25x32mm taxus liberte¿ atom drug eluting stent was advanced to the lesion. No patient injuries or complications occurred. Patient's status was satisfactory. The patient was discharged on plavix. Thirty five days later, the patient presented with cardiogenic shock. Diagnostic catheterization revealed thrombus in the left anterior descending artery. The physician¿s intention was to treat the thrombus with angioplasty; however, the patient was unstable. Cardiopulmonary resuscitation was started, but in spite of rescue efforts the patient subsequently expired.